Event description:
On (B) (6) 2010 pt reported on (B) (6) 2010 her blood glucose reading was 'hi'. She stated she went to the emergency room, received an IV of regular insulin, her blood glucose went down and she was released the next day. Pt reported on (B) (6) 2010 her blood glucose reading was again 'hi' and she returned to the hospital where she received another IV, and was admitted. Pt is currently still in the hospital. She stated she has received an IV with regular insulin and shots of insulin. Pt reported she received this treatment until her blood glucose came back earlier today. Pt stated she was placed on her backup infusion device and her blood glucose has returned to normal. Pt reported her blood glucose had been elevated for 2-3 days prior to being hospitalized and she decided to go to the hospital on (B) (6) 2010 when her readings began to exceed 600 mg/dl. Pt reported she does not allow her insulin to warm to room temp. Advised to always allow insulin to warm to room temp before install. Troubleshooting did not find any product issues. Advised pt to attempt to prime during the call; insulin flowed from infusion tubing. Advised pt to speak with her physician regarding possible changes to her basal/bolus rates. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.